Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted six unopened (with original packaging), hubless silicone flat drain. Visual inspection of the sample noted that the gtin code 00801741090745 that is used in label pk7644433 is for 1 (one) unit of 0070370 and found to be adequate. A DHR review is not required as the event is unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the barcode for single units of silicone drain was the barcode for a box of (B)(4) units. As per the additional information received on 30may2023, the customer stated that the distributor when read the bar code of the product which was single unit, the data of a box of (B)(4) units were displayed. In other words, the complaint was that the bar code on the product was wrongly attached.

Event description:
It was reported, that the barcode for single units of silicone drain was the barcode for a box of 10 units. As per the additional information received on 30 may 2023, the customer stated, that the distributor when read the bar code of the product which was single unit. The data of a box of 10 units were displayed. In other words, the complaint, was that the bar code on the product was wrongly attached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.